Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown baclofen (3000 mcg/ml at 2869 mcg/day) via an implanted pump. The indication for use was intractable spasticity and multiple sclerosis. It was reported the patient's expected reservoir volume (erv) and actual reservoir volume (arv) were spot on for almost a year (0.3cc to 0.6cc is the usual difference) but today it was 7.5 erv and only a couple of drops in the reservoir for the arv along with patient symptoms of "a little dizziness and itching in scalp today". A saline rinse of 10cc was done and aspirated until there were air bubbles and no air bubbles. It was noted all 10cc of aspirate came back out. The patient had a couple of procedures in the hospital since the last refill and was inquiring it that could have caused this discrepancy. It was noted the patient was doing ok now post pump refill. It was reviewed they should monitor the patient, bring them back early to check volume, and aspirate all fluid until air bubbles no longer appear and check volume.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.